Manufacturer narrative:
The t:slim pump user guide states that novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels which started at night, and carried into the day. Customer indicated that they performed corrections, but did not see any clear response/change to bg levels. Customer declined to troubleshoot, however through pump settings it was determined that the customer had been wearing cartridge/ tubing/ site for >3 days. Customer was advised that supplies should be changed out every 3 days, per labeling for use with novolog. Customer to change out supplies.